Event description:
Problem statement: an authorized service provider (asp) reported on behalf of the customer that the ventilator failed and showed the following errors: 35v failure, backup audible failed, led failed, aux alarm supply failed, blower stalled, and fan speed error. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement at the time of the reported event. Power management board replacement and performance verification testing was performed by the customer¿s in-house v60-certified technician. The unit was run for 48 hours, and the issue could not be duplicated.